Manufacturer narrative:
The device was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, and cracked belt clips lot, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of their insulin pump being cracked. The customer states that device is cracked where the insulin vial goes. The customer's blood glucose at the time was 102mg/dl. The customer states the damage is where the reservoir goes in. The customer states the rubber o-ring is gone, and part of it broke off. The customer was advised that the device would be replaced and returned for analysis.